Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced leakage and was involved with the patient experiencing hyperglycemia. No information has been provided indicating whether any corrective action through a bolus dosage or other medical intervention has been provided. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Verbatim: brother of consumer reported leakage during injection. He not sure if his brother is getting all of his insulin stated, he is using the nano pen needle. Did not have product information. Date of event: unknown.